Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: phone.

Event description:
Customer reporting 1 false positive asymptomatic sars result. No further information was available and no further contact could be made as the collection was obtained during an off site athletic screening.